Manufacturer narrative:
Additional information, has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported, that a female was supplied with a right long gamma nail after a subtrochanteric fracture in 2007. The patient underwent a revision surgery on approx seven months later, due to the nail fracturing.